Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the reported issue could not be confirmed using system error logs. Visual inspection found no issues related to the reported event. When tested on a system, the unit energized and cauterized all ports and instruments without any issue. The unit will be sent to the original equipment manufacturer for further investigation. The probable root cause could be attributed to firing a vessel sealer instrument throwing error 22024.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer was having issues with the 8mm vessel sealer instrument and erbe generator. The customer proceeded with the case using an e-100 generator. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.